Manufacturer narrative:
On september 6, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Second device lot number 7457982 was also received. Clarification is in progress for this device. Supplemental report will be submitted when response is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following and corresponding fields have been updated on this form accordingly. Patient was implanted with 800cc mentor memorygel breast implant on (B)(6) 2017 on the left side, and experienced bilateral capsular contracture; left side baker grade iii, and right side baker grade IV, the left side implant was ruptured, and the right side device was intact. As a result, the devices were explanted on (B)(6) 2021. Device code under field h6 has been updated to "adverse event without identified device or use problem", and clinical code under field h6 has been updated to "capsular contracture". Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. This supplemental medwatch report is for the patient¿s right-sided device. Right side complications is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction surgery with a 325cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. As a result, the device was explanted on (B)(6) 2021.